Event description:
Pt was treated 12/2004. Pt developed indentations on both cheeks about 3-4cm in diameter and about 2mm deep at five weeks post treatment. Most current follow-up in 09/2005: silicone fillers were injected into the indentations in 07/2005.